Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be a low battery that lead to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The root cause was determined to be a low transmitter battery that led to a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred.  No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.